Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient experiencing a lead fracture was reported to abbott. The patient¿s lead was replaced. Therapy was restored. Patient contacted to speak to someone about their concerns. Rep sent in reports for device. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's l1 drg lead was fractured. Surgical intervention was undertaken on (B)(6) 2023 during which the lead was explanted and replaced.